Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to vehicular accident blood glucose level was unknown at the time of the incident the customer was wearing the insulin pump at the time of hospitalization. The customer's blood glucose reading was 300 mg/dl- 400 mg/dl since the time of the accident. Customer stated the drive support cap appeared normal and declined troubleshooting for high blood glucose self test was completed and passed. The customer was advised the device will be replaced due to vehicular accident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test,  rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Unit had minor scratched display window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.